Event description:
Needle broke off and lodged inside her [medical device complication] case description: this spontaneous report received from foreign country and reported by a consumer as "needle broke off and lodged insider her", concerns a female patient treated with novofine 6mm (31g) (needle) for "device therapy". In 2007, while injecting herself, the needle broke off and lodged inside her." She could feel the needle but not remove. Therefore, she went to the emergency room for them to remove it, but they could also only feel it and not remove. An x-ray was performed and the needle wasn't identifiable. The overall outcome is reported as "not yet recovered". Reporter's casuality: possible. Novo nordisk casuality: reportable.